Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report a missing sensor wire on (B)(6) 2013. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.